Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01657 for the first exalt model d scope, and 3005099803-2024-01660 for the second exalt model d scope it was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of obstruction performed on (B)(6) 2024. During the procedure, the scope was working normally and then an error screen was displayed. The technician noted that the scope's umbilicus connector felt loose. A second exalt scope was opened and the same issue occurred. The procedure was completed with a third exalt scope. There were no patient complications related to this event.